Event description:
The customer called in to report that an employee had cidex plus solution splash in both eyes. The individual irrigated her eyes with 2000 cc. Nacl, and received medical attention. A follow up phone call indicated that the pt sustained no chemcial damage to the eye.